Event description:
It was reported that the patient had high impedance on system diagnostics. X-rays were taken and reviewed by the physician which show the lead pin does not appear to be fully inserted. X-rays have been sent to the manufacturer for review, but have not been received to date. Patient is almost seizure free and the parents do not want the vns switched off. Attempts for further info have been unsuccessful to date.